Event description:
Customer reported the system output exceeds 20r/min. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the ma table. System operates as intended. This MDR is related to ge healthcare.